Event description:
It was reported that during the implant procedure, the lead exhibited high impedance. The lead was no longer used and replaced. The patient was ok after the event.

Manufacturer narrative:
(B)(4).